Event description:
The st. Jude medical representative reported that the device was unable to be interrogated. Several attempts were made to establish communication, but all were unsuccessful. The decision was made to explant the device.